Event description:
Reportedly, during commercial return assessment, device interrogation revealed battery voltage value of 2.93v.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device was manufactured on 19 october 2023. - on 19 february 2025, the battery voltage was measured at 2.93v. - files analysis revealed that the last programming was performed on 27 march 2024 (probably to check the device before a potential implantation) and one charge was performed on (B)(6) 2024, then no battery reforming after this date. The battery curve slope changed around (B)(6) 2024, therefore another programming is suspected around 23 february 2024. The programming action switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The most probable hypothesis would be a software bug. - upon device reception, the battery voltage recovered until 3v. - it should be noted that the battery voltage is sensitive to temperature. - on (B)(6) 2025, the battery curve is consistent with the switch into the specific mode on (B)(6) 2024.